Manufacturer narrative:
The customer report of the tip of the quickdraw venous cannula, qd25 detached was confirmed. The cannula was visually inspected and found a part of cannula approx. 5 inched long was broken off at the fifth segment of the cannula. Edwards is unable to determine what caused the device in question to break. No characteristics found on the returned device implicate a manufacturing caused failure. The failure may be due to excess tensile forces being placed on the product during use. These complaints were trended to look for similarities and it was determined that the percutaneous method may have contributed to the separation of the device. As there have been no reports of cannula separation during procedures where the direct cut down method was used, this surgical technique must be considered. As a resulting corrective action, edwards has recalled product in distribution and is updating the IFU to add appropriate precautions and warnings. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Event description:
It was reported that "when the surgeon removed the quickdraw venous cannula (25 fr) from the right femoral vein, he noticed that the tip of the cannula is jagged. This was communicated to the perfusionist who in turn took out a new quickdraw venous cannula for comparison. On close examination, it was realised that the decannulated quickdraw cannula was shorter than the prescribed length of 65 cm. The surgeon could feel part of the cannula in the right groin and upon excision; he managed to pull out the remaining ~13 cm of the cannula." The cannula insertion was performed percutaneous. The cannula was in place for 4 hours.

Manufacturer narrative:
The device is currently under evaluation into root cause.